Manufacturer narrative:
All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens that may be related to the handling of the lens in a non-sterile environment. During the lens evaluation no product damage and/or distorted haptic was observed on the lens returned. No defects were observed in the sample returned. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the haptic of the intraocular lens (iol) became distorted when inserting into the patient's eye. It was stated that patient had a vitrectomy performed after the abbott medical optics lens was inserted. It was stated that there was use error. The patient was referred to a retina specialist. No further information was provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.